Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005334138-2015-00102, 3005334138-2015-00103, 3005188751-2015-00119 during a repeat atrial fibrillation ablation procedure, a pericardial effusion occurred. Near the conclusion of the procedure, the patient became hypotensive and a pericardial effusion was diagnosed. A pericardiocentesis was performed and the patient was stable and doing well after the procedure. There were no performance issues with any sjm device.